Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed "battery depleted" approximately 10 minutes after the patient had left the clinic. He had returned to the clinic, and the batteries had been replaced. However, the pump had alarmed again 45 minutes later with the same "battery depleted" message. The patient had replaced the batteries once more, but the alarm had persisted. He had received a call from nyu perlmutter and stated he would contact the hotline again if needed. Despite multiple battery replacements, the patient had continued to experience pump issues. He had tested his own batteries using a voltage reader, yet the pump had only operated for one hour before alarming "battery depleted" again. Additionally, error code #1870 had been received. The patient had demonstrated understanding of how to power off the pump and clamp the tubing. He had expressed a preference to continue replacing batteries until bedtime and planned to visit the clinic the following day for a new pump. The event occurred while in use with a patient at the patient's home, but there was no patient harm/adverse event reported.